Manufacturer narrative:
Concomitant medical devices: bd 20ml syringe; baxter 50ml bag of 0.9% nacl injection ndc 0338-0049-41, lot p349241, exp may 2017, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the IV tubing connector (presumed to mean a maxzero) broke off into the blue cap during flushing and assessment of the IV lines. There was no patient harm.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set showed that the male luer tip was broken off with the broken piece lodged in the female end of the mating valve. The hub (collar) of the luer lock had a crack from the distal end along approximately 3/4 of the hub, measuring 0.364 inches long. No tool markings or other damages were observed on either of the mating components. Functional testing was not performed due to obvious damage. The probable cause of the component breakage was external force being applied upon attempted disconnection.

Event description:
The event occurred while trying to disconnect the set from the femoral line.